Event description:
It was reported that during a supply change the user was unable to lock the connector despite instructions to twist from the 9 to 12 o¿clock position, and the issue resolved after replacing the connector, after which the supply change completed successfully. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included customer care troubleshooting and user education conducted remotely. Investigation of this case revealed difficulty attaching and locking the connector consistent with a connector mechanical fit or engagement issue, resolved through replacement of the connector. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique-related with possible component tolerance variation.

Manufacturer narrative:
Initial.